Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer's blood glucose was 410 mg/dl. The customer was able to treat the high blood glucose. The customer's insulin pump also alarmed no delivery when attempting to deliver a bolus. The customer was unable to successfully perform a 5 unit fixed prime. The customer also stated that insulin exited with the plunger push but with greater than normal resistance. The customer was advised that the alarm was caused by an infusion set or reservoir connection. The customer was advised to replace the infusion set and reservoir. The customer declined to return the infusion set and reservoir. The customer did not fully complete troubleshooting. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.